Event description:
A us distributor contacted zoll to report that a patient was experiencing an itchy rash with an open sore under an electrode. There was no alleged device malfunction contributing to the irritation. Patient was prescribed benadryl cream by a physician. Follow up indicated that the cream has helped the irritation improve.